Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2010 with a bifurcated and infrarenal aortic extension. Subsequently, the patient presented on (B)(6) 2016 with pouching of the graft at mid main body and with a possible 3b causing a sac expansion. Physician plans an elective realign with a new bifurcated and aortic extension.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 3b endoleak with aneurysm sac growth. The clinical assessment was based no medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. The clinical evaluation found evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and non-endologix stent placement.

Event description:
In addition to the initial implant on (B)(6) 2010 the patient had a non-endologix stent placed as well during the initial procedure. Additionally the patient had a type 2 endoleak two month post procedure and an additional non-endologix cuff was placed to seal the endoleak. On (B)(6) 2016 the patient had a reported type 3b endoleak which was repaired on (B)(6) 2016. The physician elected to reline the patient with an additional bifurcated stent and a suprarenal aortic extension. The patient is stable.